Event description:
The nurse reported the system would not accept the cassette. The first case went well. During the second case, the system would not accept the cassette. The company technical support specialist (tss) was called and performed troubleshooting with the nurse. The nurse was advised to clean the cassette sensors and the system then accepted the cassette. The second case was completed as planned. During the third case, the system would not accept the cassette again. The nurse rebooted the system several times and cleaned the cassette sensors again, but the system would not accept the cassette. This occurred with the pt on the table and the speculum had been placed in the eye lids. This case was cancel led. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The cassette ID sensor was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. This report was mailed to FDA on: 07/17/2009.